Event description:
Pt called to say he received a new supply of electrodes which were white pad electrodes. When he turned the classic tens sp device "on" with the electrodes plugged in, he was getting shocked. Replacement electrodes were sent. Pt indicates the unit is functioning properly and he is still using it.

Manufacturer narrative:
Our devices are all battery powered and work to stimulate nerves and muscles via small electrical currents. In normal use and operation, many pts will describe the completely normal sensations created as "shocking" to some degree. The company's investigation of this event determined that this incidence of "shocking" was not a "serious injury" as defined by 21 cfr 803 and that no evidence was uncovered that indicates a reportable device malfunction occurred. Even though this incident does not appear to meet the definition of an MDR reportable event, the investigation is still ongoing past the 30 day threshold. In an abundance of caution, care rehab, inc. (Cri) is submitting this retrospective MDR to ensure compliance with 21 cfr part 803.